Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2008; 419588 lead, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient reported pocket pain since implant. The patient had purulent drainage and infection around the wound which was treated with antibiotics and the wound healed but the pain continued. The skin over the device was found to be thin with the scar retracted over the hardware and one of the lead loops was protruding significantly concerning for impending erosion. The device pocket was opened and pocket revision performed and no evidence of infection was noted; only fibrous material, however infection is suspected. The device was explanted and replaced. The leads remain in use. No further patient complications have been reported as a result of this event. The patient was enrolled in the product surveillance registry clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient reported pocket pain since implant. The patient was treated with a trial of antibiotics but pain continued. The device pocket was opened and no evidence of infection was noted however infection is suspected. The device was explanted and replaced. No further patient complications have been reported as a result of this event. Additional information was received and reported that the patient had purulent drainage and infection around the wound which was treated with antibiotics and the wound healed. The skin over the device was found to be thin with the scar retracted over the hardware and one of the lead loops was protruding significantly concerning for impending erosion. The patient underwent pocket revision, capsulectomy. No infection or pus was found during procedure, only fibrous material. The leads remain in use. No further patient complications have been reported as a result of this event. The patient was enrolled in the product surveillance registry clinical study. Additional information reported that the patient experienced fever with the purulent drainage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.